Event description:
The operating room nurse claims that the graft was implanted for an abdominal aortic aneursym (aaa) procedure and the procedure was "done in a normal fashion with nothing particular." After the graft was implanted (anastomosed) and the clamp removed, the vascular surgeon noticed blood leaking from "pinholes" in various parts of the walls of the graft. The affected graft was explanted and replaced by another one that worked just fine. Although the report states that there was no injury or complication to the pt, the nurse stated that the replaced defective graft doubled the surgery time.